Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that a catheter revision was performed on the report date. There was no alleged product issue. The spinal segment of the catheter was replaced and moved to a high position in the spine. The catheter tip was now at t10. The catheter was moved higher due to great lower extremity pain relief, but less relief higher into her back. No segments were left in the intrathecal space. The patient was monitored overnight at the hospital. The patient status at the time of this report was indicated to be ¿alive-no injury¿. As of 2015 (B)(6), the manufacturer representative had not heard of any negative outcomes. The device system was used to deliver morphine 2000mcg/ml at 339.6mcg/day. The final patient outcome was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.